Manufacturer narrative:
The investigation is pending. A follow up report will be submitted, once the failure investigation has been completed. H3 other text: device received with pending investigation.

Event description:
It was reported, that the device won't turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2;g2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced the front case assembly due to unresponsive keys. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the keypad a review of the device history record showed the device had a manufacture date of 27/aug/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.